Manufacturer narrative:
Per manufacturer bwi, multiple attempts have been made to obtain clarification to the initial reporter facility name. However, no further information has been made available. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Manufacturer's reference number: (B)(4). This report has also been submitted by the manufacturer with MFR report # 2029046-2021-01493. Reference: (B)(4).

Event description:
It was reported by manufacturer bwi that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping catheter and a soundstar® eco diagnostic ultrasound catheter. The patient suffered a tear in the left superior pulmonary vein requiring surgical intervention and prolonged hospitalization. While performing an atrial fibrillation procedure, they had a soundstar® eco diagnostic ultrasound catheter and a pentaray nav high-density mapping catheter in the left superior vein. The patient became unstable and had to go to the operating room because they kept bleeding. The surgeon stated that the tear was in the left superior pulmonary vein and a total of about 1.5 l of blood was removed. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.